Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. Upon inspection the customers complaint was confirmed. It was noted the color and image goes in and out due to faulty cable unit. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus their hd autoclavable camera head has intermitted black screen during the procedure. There was no death, harm, or injuries reported for this event.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 13 years, since the subject device was manufactured. Based on the results of the investigation, it is likely that an image temporarily disappeared and a dark image was displayed on the monitor, because communication failure occurred, due to partial disconnection of the cable. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged". Three attempts were performed to obtain occupation for the reporter, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.